Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal cord injury/disease and intractable spasticity. The pump contained an unknown drug. It was reported the patient had a blister on their back next to where the catheter was originally implanted. The nurse said it looked like infection. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. The representative did not know anything other than about the blister on the back that was thought to be infection. The issue was not resolved at the time of the report. The representative did not know of any interventions/actions that had taken place and would find out when the patient would be explanted; surgical intervention was planned, not scheduled. The patient status at the time of the report was alive ¿ no injury. The representative would obtain more information from the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.